Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as shaking, sweating, mental confusion, and inability to follow simple commands. The customer was wearing the insulin pump during the incident. The customer alleged pump over delivery as the pump was not working correctly. Troubleshooting was completed and the pump passed a self test and a displacement test. The customer had been walking with their spouse for an hour and the customer has a hypo disorder. The insulin pump will be returned for analysis. Unimed set.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No over delivery anomaly noted during testing. Device was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).